Event description:
A user facility registered nurse (rn) reported that the patient complained of difficulty breathing approximately three hours afternoon treatment initiation on the 2008t machine. The rn stated that the patient started hd treatment (with a 4:00 hour runtime) at 7:19. The patient's pre-weight was 77.4 kg and the uf goal was set to 2.6l. At 10:24 the patient complained of difficulty breathing. At this point in treatment, 1,955 ml had been removed. The patient's goal of 2.6l was decreased. Saline and oxygen were provided via standing order. No serious injury or required medical intervention was experienced. The patient stabilized and treatment was successfully completed. The patient weighed 75.4 post-treatment and 2250 ml (2.25l) had been removed. There is no indication from the provided information that the machine pulled too much fluid. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
Correction: g3 (date received). The date received on the initial submission of the MDR report was incorrectly indicated as 6/26/2024. The correct date is 6/25/2024.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the patient complained of difficulty breathing approximately three hours afternoon treatment initiation on the 2008t machine. The rn stated that the patient started hd treatment (with a 4:00 hour runtime) at 7:19. The patient's pre-weight was 77.4 kg and the uf goal was set to 2.6l. At 10:24 the patient complained of difficulty breathing. At this point in treatment, 1,955 ml had been removed. The patient's goal of 2.6l was decreased. Saline and oxygen were provided via standing order. No serious injury or required medical intervention was experienced. The patient stabilized and treatment was successfully completed. The patient weighed 75.4 post-treatment and 2250 ml (2.25l) had been removed. There is no indication from the provided information that the machine pulled too much fluid. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Event description:
A user facility registered nurse (rn) reported that the patient complained of difficulty breathing approximately three hours afternoon treatment initiation on the 2008t machine. The rn stated that the patient started hd treatment (with a 4:00 hour runtime) at 7:19. The patient's pre-weight was 77.4 kg and the uf goal was set to 2.6l. At 10:24 the patient complained of difficulty breathing. At this point in treatment, 1,955 ml had been removed. The patient's goal of 2.6l was decreased. Saline and oxygen were provided via standing order. No serious injury or required medical intervention was experienced. The patient stabilized and treatment was successfully completed. The patient weighed 75.4 post-treatment and 2250 ml (2.25l) had been removed. There is no indication from the provided information that the machine pulled too much fluid. The machine was evaluated by the fst against the ultrafiltration (uf) problem identification checklist. The reported issue could not be duplicated. All parameters were found to be within range. The machine passed functional testing and was returned to service. No parts were reported to be available for evaluation by the manufacturer.